Event description:
It was reported that customer opened silicone foley catheter, and the balloon port was defective. Customer email response received on 26aug2025. It was reported that the physical catheter was not returned to supply chain for investigation, therefore no sample was available. Lot ngjy3851 was confirmed. Defect was noted before use. There was no patient harm reported, but the patient did experience a minor delay in care. There were also quality control concerns of frontline staff.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The labeling is found to be adequate, and it states: visually inspect the product for any imperfections or surface deterioration prior to use. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer opened silicone foley catheter, and the balloon port was defective.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.